Event description:
Reporter indicated that a vns patient was experiencing neck pain with stimulation. Follow up with the treating physician revealed that the neck pain was believed to be due to vns therapy, and that disabling the device resolved the pain. It was additionally reported that no parameter changes were made prior to the onset of the pain. Diagnostics were performed and yielded results within normal limits indicating proper device function. The patient underwent vns therapy system replacement surgery. The explanted products have been returned to the manufacturer and are pending product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.